Event description:
It was reported that lead exhibited oversensing. During explant, insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found distal insulation abrasion between 53 cm and 54.5 cm from the connector pin. This damage occurred due to the implanted leads abrading against each other.